Event description:
It was reported that the button of the device was found to be broken off during set-up conducted at the user facility. No patient involvement, procedures, delays, medical interventions or adverse consequences were reported with this event.

Manufacturer narrative:
The reported event that the button broke off of the device was confirmed through the device inspection. It was observed that a screw was broken, causing the button to become loose. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the button of the device was found to be broken off during set-up conducted at the user facility. No patient involvement, procedures, delays, medical interventions or adverse consequences were reported with this event.